Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 290 mg/dl while wearing the pod between 25 and 36 hours on the hip/buttocks. It was noted that the pod fell off causing the cannula to dislodge from the infusion site. Hyperglycemia treated with a new pod.